Event description:
Patient noticed a squeaking noise in the right knee. Revision of a right total knee. Findings at surgery were metallosis synovitis of the right knee joint with mechanical failure of the right patellar prosthesis with much disjointing of the plastic insert from the metal backed patellar component. There was scarring of the anterior femoral flange from the metal-on-metal of the patellofemoral articulation. There was severe abrasion wear of the tibial component with buried porouscoated beads impregnated within the polyethrylene. This required revision of the right total knee with replacement of the femoral component, replacement of the patellar component with an all poly patellar component and replacement of the tibial insert with a 10mm enduron insert and a component synovectomy of the right knee joint.buddy martin from depuy took the total knee for evaluation.5. Brand name: amk universal stem, amk femoral component tibial insert enduronon polyethylene8. Catalog name: femoral 1688-05-000 universal 1488-17-000 tibial insert enduronton 1488-50-000 total knee 1488-17-00011. Log number:femoral 878890006, tibial insert 91153007 universal 850050038, total knee 745950030device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: mechanical problem. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.